Event description:
It was reported that during an atrioventricular node ablation, while the radiofrequency ablation was being delivered, the device lost capture. When the ablation was stopped, capture resumed. Threshold was reportedly unchanged and the device was pacing. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that during an atrioventricular node ablation, while the radiofrequency ablation was being delivered, the device lost capture. When the ablation was stopped, capture resumed. Threshold was reportedly unchanged and the device was pacing. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Subsequently, the device was explanted and replaced. There is no indication that this device was explanted due to this issue. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.